Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with constant pump error 24, problem isolated to electronic assemblies. Unable to verify pump error 23 due to pump error 24. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power failure detected alarm. Customer¿s blood glucose level was 7.5 mmol/l. Customer was cleared alarm and assisted with the reservoir and catheter procedure. Customer performed self test and it was passed. The insulin pump will not be returned for analysis.